Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump shut off unexpectedly and upon turning pump on, an unidentified malfunction alarm occurred. There was no reported impact to customer's blood glucose. Customer reverted to using manual injections for insulin therapy.